Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil clamping mechanism was deformed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, with a handle and reload, the stapler was able to fire, but the cartridge could not fully close, it stayed open about 3-5 mm when tried to insert into the trocar port. Another load was used but same issue occurred. In order to resolve the issue, a new tri-staple cartridge was used with the same handle. No patient injury.